Event description:
This is a report rec'd by pfizer on 12 aug 2006, 13 aug 2006 and 14 aug 2006 combined. A nurse reported that her fiance used efferdent anti-bacterial denture cleanser tablet (sodium perborate monohydrate, potassium monopersulfate) in 2006 (exact date, dose and frequency unspecified), to clean his dentures. That same day, he had a severe allergic reaction. She reported that his hands were itching all day and that evening had chest pain. He went to the ER that same night. He was admitted to the hosp. A heart catheterization showed his heart had no problems (date unspecified). The day after the event, he had hives all over and was treated with antihistamines (unspecified). He was discharged from the hosp, the next day with "nitro tablets", plavix (clopidogrel sulfate), atenolol, zocor (simvastatin) and baby aspirin (doses and frequency unspecified). The next day, he had severe swelling and hives on his upper lip. He saw his surgeon the same day and his mouth was not irritated. Two days later, he had chest pain again. He treated the chest pain with the "nitro tablets" and went back to the ER, where he was admitted to the hosp again. Blood work including cardiac markers and an EKG were normal (values unspecified). He was diagnosed with an allergic reaction. He was discharged the next day with steroids (medrol) and ativan (lorazepam) (doses and frequency unspecified). The same day, he woke up with swelling and numbness of his upper lip. He had his last reaction (unspecified) at 4:00 am, the next day. He went to the dentist the same day and was told that there were changes in the composition of the liner. The use of the product was discontinued in 2006. As of 2006, the outcome of the events was not recovered.

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.